Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was a retaining screw broke during surgery. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. The surgery was completed successfully. This evaluation is limited in scope as the glenoid head was not returned to djo surgical - austin for examination. The retaining screw receiver is attached, see DHR review for additional information. A review of the device history record show that the items, when released for use, met design and manufacturing requirements. The implants were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of surgery. There was 1 nonconforming material report (ncmr-50626) against 508000001-10 retaining screw (see attached receiver), however, would not have been a contributor to the event. Ncmr# 50626 item: 50800001-10 po291263l01 lot quantity-1980, sample quantity-23, reject quantity-1980, failure code-03 - documentation problems, cause code-sp05 - inspection, revision found-g, defect description-1 part in sample inspection failed the and the vendor didn't replace the data to maintain the sample of 23 parts, specification requirements-pr17-007-02, disposition-rework, justification- a copy of the supplier's nonconformance report showed the lot was inspected 100% and 117 non-conforming parts were identified and scrapped. A copy of this ncmr was placed with the lot. Remainder of lot shipped to djo meets inspection requirements and is acceptable to continue processing. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a retaining screw broke during surgery. There were no findings during this evaluation/inspection that indicate that the reported items were defective. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Primary surgery - inserted the head and implanted it. While inserting the retaining screw for the head and trying to screw in it, it sheared off (no pieces left in patient). Don't believe the torque driver to be out of spec as it worked fine on the next screw. We believe it was a faulty screw that came with the head. Explanted the baseplate, 4 screws, and the head/screw. These items were discarded by the facility.